Manufacturer narrative:
Exact date unknown, event occurred years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The explanted device was not returned. No further information could be obtained despite good faith efforts.